Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the star close se device, attempted arteriotomy closure of a fibrous femoral artery after an interventional procedure. Reportedly, after clip deployment hemostasis was not achieved. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.